Event description:
It was reported that guidewire coating issue occurred. A 035/260/1 amplatz super stiff guidewire was advanced to assist a balloon to cross the stenosis. Subsequently, pre-dilatation was performed. However, the guidewire could not cross the vascular stenosis. When the guidewire was removed, it was observed that the front coating of the guidewire was peeling off and there were small protrusions. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1- initial reporter address 1: (B)(6).e1- initial reporter phone: (B)(6).